Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08750 inches. The trace and history files were successfully downloaded using thump. All buttons functioned properly during testing. No unexpected battery failed alarms, no delivery (insulin flow blocked) alarms, louder motor noise during rewind and pump operation, or excessive request for the pump to rewind occurred. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. No crack on the lcd window (screen) noted. The complaints of rejected new battery (battery failed alarm), non-responsive buttons, unexplained no delivery alarms (past event), multiple rewinds after reservoir change and louder (motor and rewind anomalies) are not confirmed. Cracked lcd window (screen) is not confirmed however, scratches are present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues, including the pump rejecting the new batteries, non-responsive buttons, and a cracked screen, as well as unexplained no delivery alarms and multiple rewinds after reservoir changes, which occurred louder and slower during rewind. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for unomedical.